Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on 04/18/2025, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced skin reaction which occurred 3 days after the sensor had been inserted in the arm. The patient experienced redness, inflammation, and cellulitis and pain underneath sensor pod area only. Per documentation, she called on (B)(6) 2025 to report the issue and on the following day, she needed to see the doctor, saturday (B)(6) 2025, because the infection got worse. Her physician identified that it was a bad infection, cellulitis, and was reportedly informed that it was caused by the dexcom. She was prescribed and treated with antibiotics, doxycycline. She was advised to observe for improvement but in the afternoon, the redness, swelling and pain spread. Around 11:00 pm, she had to go to the emergency room (ER) for IV antibiotic. She stayed in the ER for the day. She was reportedly in a rush and unable to stay on the call for more details because she had another doctor appointment unrelated to the reported skin reaction. On (B)(6) 2025, the patient called again stating she was advised to call back for "reimbursement details." She was getting better during the call. No additional event or patient information is available.